Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis for an abdominal aortic aneurysm. During procedure, type ii endoleak from the right lumbar artery was observed, without any specific treatment being performed. On (B)(6) 2023, follow-up computed tomography (CT) image confirmed a distal type I endoleak from the right internal iliac artery, and aneurysm enlargement. On (B)(6) 2023, the patient underwent reintervention. The bilateral internal iliac arteries were embolized with coils, and additional stent grafts were deployed to the external iliac arteries. Type ii endoleak from the inferior mesenteric and lumbar arteries was confirmed, but no specific treatment was performed. The patient tolerated the procedure. The physician stated as follows. The right internal iliac artery became dilated, resulting in a distal type I endoleak from the internal iliac component. The landing on the internal iliac artery was short. It is unclear which came first, as the abdominal aortic aneurysm has been enlarged by type ii leaks from the inferior mesenteric and lumbar arteries. Regarding the left common iliac artery, there was no obvious type ib endoleak on the distal side, but considering age, this was also extended as external iliac artery landing.